Event description:
The physician attempted the bifurcated placement of 2 x neuroform ii microdelivery stent systems from the basilar artery to the left and right pca for the treatment of a wide neck basilar terminus aneurysm. The first neuroform ii stent deployed into the pca without incident. After insertion of the second stent system through the interstice of the first stent the second stent was unable to be deployed and was retracted. On retraction of the device a performation of the basilar artery and subsequent sah resulted. The bleed resolved spontaneously and the pt stabilized. Post procedurally the pt remained ventilated and neurological function was unable to be assessed.